Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. The image was flickering due to a bad connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for a ureteral examination, the bayonet clip was observed to be broken resulting in poor contact and the image was flashing on the video system center. The procedure was completed with another similar device after a delay of less than fifteen minutes. The patient was not yet under anesthesia at the time of the event and there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bad connector could not be determined. Olympus will continue to monitor field performance for this device.